Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead pulled back as the physician was slitting the inner catheter and got caught up in the cutter. Furthermore, the sheath did not slit, and the cutter damaged the lead insulation. A new lead was implanted. No adverse patient effects were reported.